Event description:
The information received from the affiliate states that this male patient who was diagnosed with intermittent claudication was presented to the interventional lab for a stenting procedure of the left superficial femoral artery (sfa). The target was the mid sfa. The patient had no documented history of coronary vascular disease and no documented history of peripheral vascular disease. The patient was enrolled into the super sl study. The vessel was described as straight and the lesion was de novo, not calcified and not eccentric. The total lesion length was 220 mm, 100% occluded before the procedure, and 0% occluded after the procedure. The information states that 24 hours prior to the procedure 100 mg aspirin and 75 mg clopidogrel were given. At the beginning of the procedure heparin was given, total dose of heparing during procedure: 3000 iu. Predilation was performed with a 6 , 80 mm balloon, then two smart stents of 7 x 120 mm were implanted in the left mid sfa. Post-dilation was done with a 6 x 80 mm balloon (same balloon as used for pre-dilation). There was no dissection. At the sixth month follow up visit on january 11, 2006, four stent fractures in the index lesion stented area were detected: fracture #1: at 7 cm from prox. Edge of stented area. There was a binary stenosis confirmed by duplex ultrasound, no occlusion. Fracture #2: at 9 cm from prox. Edge of stented area. No binary stenosis, no occlusion. Fracture #3: at 10 cm from prox. Edge of stented area. No binary stenosis, no occlusion. Fracture #4: at 13 cm from prox. Edge of stented area. No binary stenosis, no occlusion. There was no treatment given at this time.